Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these issues: all the syringes are inspected individually after filling and no problem was detected. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling for the reported events of detachment of device component and expulsion: "method of use ¿ posology: remove tip cap by pulling it straight off the syringe. Then firmly push the needle provided in the box into the syringe, screwing it gently clockwise. Twist once more until it is fully locked. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, and pulling the two hands in opposite directions. Prior to injecting, depress the plunger rod until the product flows out of the needle. Inject slowly and apply the least amount of pressure necessary. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra® xc in the lips. During the injection, the "syringe disengaged" and the needle was "still in the patient." It was also noted that "all of the syringe wasted." There was no bruise and event occurred at the first injection site. There were no reported injuries.

Manufacturer narrative:
Device analysis: visual analysis of the returned device noted no defect was observed.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra® xc in the lips. During the injection, the "syringe disengaged" and the needle was "still in the patient." It was also noted that "all of the syringe wasted." There was no bruise and event occurred at the first injection site. There were no reported injuries.